Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient presents to clinic for painful, shocking sensation that developed about 1 week after fall. Patient uncertain if she landed on interstim. Device was intact on exam at clinic. Increased voltage and had constant shocking feeling. Decreased voltage after 1 day but shocking sensation continued. On the day of visit the shock was gone. Incontinence well controlled. It was stated that this was probably related to the device or therapy and not related to the implant procedure. It was also stated that it was not  due to programming and the final programming date and time for most recent interrogation prior to event: 20-feb-2024. Examination specify results: device intact on exam. Date of test: 20-feb-2024.  Reprogrammed specify action: found on program 6 with amp 4.3. Custom programs created a, b, d. Left on program 5. Component: entire system action date: 20-feb-2024. Resolved without sequelae 20-feb-2024

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that they were feeling pain at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.